Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user's ilet repeatedly timed out and switched to standby during navigation and that they did not hear or receive alarms, after which they experienced hyperglycemia with a peak of 366 mg/dl over about five hours and administered a subcutaneous insulin pen dose of 1 unit; the device was reset and a replacement was arranged. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and partner, analysis of information they provided, and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. No fault was found with the device and the complaint was not confirmed.